Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8590-1, lot # n292474, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient receiving intrathecal dilaudid (concentration 15mg/ml; dose 3mg/day), bupivacaine (concentration 6mg/ml; dose 1.2mg/day), and fentanyl (concentration 200mcg/ml; dose 40mcg/day) via an implantable infusion pump. Patient history included non-malignant pain. Following pump and catheter implant on (B)(6) 2015, the patient¿s pump and back incision¿s became infected. The patient¿s managing physician identified the infection. No diagnostics were performed. On (B)(6) 2015, the pump and catheter were explanted with partial removal of the mesh pouch. The devices were discarded by the customer. A new device system was to be placed in the future. It was unknown if the issue had been resolved at the time of the report. Patient outcome was unavailable at the time of the report. Additional information was requested but was unavailable.